Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event as no specific failure mode or patient injury was alleged. The medical records provided included the patient's implant intraoperative report for the davol mesh and implant operative report for the non-bard davol mesh. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2008 - the patient was diagnosed with vaginal vault prolapse, stress urinary incontinence and third degree cystocele. The patient underwent a laparoscopic uterosacral colpopexy, laparoscopic paravaginal repair, anterior colporrhaphy, implant of a non bard/davol transvaginal tape and lysis of adhesions. On (B)(6) 2009 - patient was diagnosed with stress urinary incontinence, vaginal vault prolapse, third-degree cystocele and abdominal pelvic adhesions. The patient underwent a laparoscopic abd sacrocolpopexy with implant of a bard flat mesh converted to a mini laparotomy and lysis of adhesions. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.